Event description:
Boston scientific received information that at a routine follow up of this cardiac resynchronization therapy defibrillator (crt-d) one episode of ventricular fibrillation event was noted which was diverted. Interrogation of this event showed electromagnetic interference (emi) and asystole for > 2 seconds was observed. This patient was pacemaker dependant. Noise was noted on the pacing and shocking channel of this right ventricular (rv) lead. The noise was not reproduced upon manipulation and a follow up was scheduled. At this time, the device and lead remain implanted.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--